Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the right atrial (ra) lead exhibited noise recurrence. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the noise issue was discovered in clinic. The right atrial (ra) lead noise was oversensed and resulted in inappropriate mode switch. No programming changes or intervention were done. The patient was in stable condition.